Event description:
It was reported that metal shavings were found in joint. The shavings were retrieved from the patient.

Manufacturer narrative:
The device related to this complaint was discarded by the user. Therefore, the failure could not be confirmed. Previous investigations related to this condition for the 3.0 mm small joint showed that metal flaking is due to a mechanical failure. This failure has been reported to occur when the device is used under conditions warned against the IFU such as lack of suction and excessive side load. Due to this failure mode, two plastic bearing components were added to the bur shaft which decreases the metal on metal interaction and reduces particle generation. According to the lot number, the device related to this report was manufactured before these changes were implemented.